Manufacturer narrative:
(B)(4).

Event description:
The customer reported to the philips response center that during the user initiated operational check (opcheck) the device would freeze and then restart indicating that configuration options had been reset to their defaults. The philips repair bench (bench) confirmed the stated problem and noted that the opcheck freeze occurred during the leads ECG segment of the opcheck. There was no pt involvement.